Event description:
It was reported that episodes of inappropriate mode switch due to noise was noted on the right atrial (ra) lead. The noise was reproduced by isometric arm exercises. No intervention was made; the patient is stable and will continue to be followed.